Event description:
This patient was enrolled in the mimics 3d USA post-market observational registry study. On (B)(6) 2022, the patient was implanted with one 7.0 x 100 mm biomimics 3d (bm3d) stent. It was used to treat a restenotic lesion in the superficial femoral artery (sfa) distal third to the proximal popliteal segment in the left leg. A contralateral approach was used and the vessel was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) and atherectomy. The treated segment was post-dilated with pta. On 17-aug-23, the site identified an occlusion. It was reported as not serious. It was site reported as not related to the device or the procedure but was due to a worsening pre-existing condition. It was reported as target lesion related. The patient had a peripheral angiogram of the left leg which showed the target vessel and treated lesions were 100% occluded. The left sfa showed 70 - 80% disease in its proximal segment with heavy calcification. The mid and distal segment were 100% occluded with heavy calcification. The previously placed stent in the left popliteal was 100% occluded including the p2 segment of this vessel. The physician was unsuccessful at recanalisation of the left sfa and popliteal segment. A possible surgical revascularisation versus pedal approach for endovascular revascularisation will be discussed with patient in the future. The unsuccessful intervention on 17-aug-23 involved the sfa proximal third to proximal popliteal. The intervention was not a target lesion/vessel revascularization (tlr/tvr). The outcome was reported as continuing. The device remains implanted. Veryan's date of awareness of this event was the 06-jul-24, it was reviewed on 16-jul-24 and was considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from the site and reviewed by veryan on 20-jun-2025 and 23-jun-25 to include that the stop date was (B)(6) 2025 and the outcome was updated from continuing to resolved/recovered and "unsuccessful revascularization attempt" was updated to "unsuccessful revascularization attempt, new baseline." It was also reported that this event was ongoing at the study exit.